Manufacturer narrative:
Other text: a reassessment was automatically generated when updating data format on the cover page. There is no change to the reportability decision. (B)(6).

Event description:
It was reported the device exhibited a leaking issue, leaking on the patient end of the tubing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One photo was provided by the customer which was used to conduct the device analysis.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned; one photo was evaluated. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).